Event description:
The manufacturer received information alleging an issue related to a repaired dreamstation auto CPAP device. The patient has alleged visualization of black particles. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.